Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in the incident. A technical support specialist (tss) attempted to contact the customer at least three times via phone and email over a period exceeding seven days. No response was received, and the case was subsequently closed. The customer was advised that a new case could be opened if assistance was still needed. The knowledge article titled resolved issue non-specific resolution was attached for reference. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to access the server, and an error message stating an error occurred when processing request was displayed on the login screen. The customer also reported receiving notifications that medications and orders were not available at the station level. However, there were no delays, adverse events or injuries reported based on this event.